Manufacturer narrative:
The specimens were collected in green-top lithium heparin plasma tubes and were centrifuged for 6 minutes. A sample was sent for interference testing, and no patient source interferents found for this patient. Qc, system check, and calibration recovered within specifications. A field service engineer (fse) was dispatched: the fse cleaned wash carousel and checked alignments. The fse replaced parts. No hardware issues were found. No clear root cause for this event has been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained multiple, erratic troponin (accu tni) results for one patient. Three samples collected from the patient gave accu tni results in the range of <0.00 ng/ml -0.54 ng/ml. All 3 specimens were tested on a different instrument and obtained results were in the range of 0.17-0.24 ng/ml. The results were reported out of the lab. Customer did not receive any report of injury or changes in patient treatment associated with this event.